Event description:
It was reported that an angio-seal was deployed in the right femoral arteriotomy. After the device was deployed, the pt's right leg was cold, pulses were diminished, and blood flow was reduced distally. The pt went to surgery and the angio-seal was removed. The surgeon removed a plastic like foreign body (1cm x .2cm x .1cm), which had the appearance of the angio-seal anchor.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.